Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that one day after the mitraclip was implanted, the clip detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda), which resulted in increased mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 2. It was confirmed that the clip was well placed, with good leaflet insertion. On (B)(6) 2015, a routine echocardiogram was performed, which found that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr grade had increased to 3-4. No intervention was performed. The patient was discharged and will continue follow up at clinic. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI) number: (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot identifies no other incidents. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.